Manufacturer narrative:
Mansat et al. "Experience with the coonrad-morrey total elbow arthroplasty: 78 consecutive total elbow arthroplasties reviewed with an average 5 years of follow-up.¿ j shoulder elbow surg (2013) 22:1461-1468. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. The article was written by pierre mansat, nicolas bonnevialle, michel rongieres, michel mansat and paul bonnevialle.

Event description:
It is reported in a journal article that one patient experienced ulnar nerve impact with motor and sensory deficit two to eleven years following elbow arthroplasty. No further information is available.